Event description:
A sentrant sheath (00181873) was used as a conduit during the implant of a transcatheter bioprosthetic valve. It was reported during the procedure, the delivery catheter system (dcs) failed to recapture the valve. The dcs became bent, exposing metal believed to be the capsule structure and leaving 10 to 15% of the valve was exposed almost to node 3, making capture and release of the valve impossible and preventing its extraction. A sentrant sheath was used during the procedure blocked the dcs from exiting the patient's body.   Surgical intervention was required to remove the valve. The valve was withdrawn within the dcs and introducer sheath, and a dissection was observed in the left femoral artery. The (confida) guidewire was suspected to have perforated the left ventricle, resulting in the subsequent death of the patient. Per the phyisican the cause of death was due to the delivery system failure during the procedure which prevented the recapture of the valve, necessitating emergency surgery, which ended with a perforation to the patients left ventricle. It was noted that the valve did not cause or contribute to the injury. The dcs caused damage to the insert and exposure of materials, while the sentrant sheath contributed to the injury by preventing the exit of the dcs.

Manufacturer narrative:
Film evaluation summary: the reported dissection and removal difficulties, which occurred during the removal of the dcs along with the sentrant sheath, could not be assessed on the pre-implant films provided; therefore, the cause of the events could not be conclusively determined. The patient's death could not be assessed. Angiograms showing the devices being removed from the patient and the exact moment when the dissection occurred could not be assessed. There is a possibility that the patient's tortuous left external iliac artery may be a contributory factor to the reported removal difficulty and subsequent dissection, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that the dcs and valve were introduced into the patient using a sentrant sheath. It was clarified that the delivery system kinked , which prevented passage through the sentrant sheath, causing a jam and preventing the exit of the release device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.